Manufacturer narrative:
The catheter system was not returned for evaluation. We have not been able to determine any fault due to manufacturing. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the product in question used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stents dislodged prior to reaching lesion in the sma and celiac artery through a fenestrated stent graft.